Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when patient had called into technical services due to an unknown alarm and said cycler was filling too much. In a follow up, it was discovered that the patient drained 4000 ml during an unknown drain of the treatment. This drain volume is 182% of the patient's prescribed fill volume of 2200 ml. Patient started to feel bloated and cancelled the treatment. Patient went to the clinic and they manually drained him. Total volume drained was 4000ml. Patient has not required any medical intervention. Patient is performing manuals due to not wanting to use the cycler. The patient said there was no harm, intervention or adverse events associated with the overfill. The patient received a new cycler. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when patient had called into technical services due to an unknown alarm and said cycler was filling too much. In a follow up, it was discovered that the patient drained 4000 ml during an unknown drain of the treatment. This drain volume is 182% of the patient's prescribed fill volume of 2200 ml. Patient started to feel bloated and cancelled the treatment. Patient went to the clinic and they manually drained him. Total volume drained was 4000ml. Patient has not required any medical intervention. Patient is performing manuals due to not wanting to use the cycler. The patient said there was no harm, intervention or adverse events associated with the overfill. The patient received a new cycler. The cycler is not available to return.